Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E1. Address information was not provided; therefore, il was used as the state.

Event description:
It was reported by customer that the there was a kink/crimp in the tubing. No patient harm.

Event description:
Additional information: it was reported that there were four events where there was a kink/crimp in the tubing that caused an occlusion alert on the infusion pump. Nurses were sometimes able to manipulate/pull the tubing in a way that allowed the infusion to continue.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.